Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the renal artery using pacific plus. It was reported that balloon was inflated in renal artery to post dilate a renal stent. Balloon would not deflate, physician had to pull inflated balloon out of renal artery and all the way back to the tip of the femoral sheath. Surgical or procedure intervention was required. The physician pushed an access needle through the femoral artery under fluoroscopy and punctured the balloon. Balloon was removed through sheath. The patient is reported to be fine. The device was used as per IFU.